Event description:
It was reported that a patient with neurological symptoms was revised approximately 2.5 years post-operatively to address two migrated tritanium posterior lumbar cages (addressed in (B)(6)). While attempting to remove the two lumbar cages with an avs spacer inserter, both cages fractured and the inserter deformed intra-operatively. The fractured components of the cages were explanted, however the rest of the cages remained implanted. The cage surfaces were smoothed and decompression was successfully completed to alleviate the neurological symptoms. This report captures the first of two lumbar cages.

Manufacturer narrative:
Additional data: d4, d9, h3, h4 corrected data: g1 h6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient with neurological symptoms was revised approximately 2.5 years post-operatively to address two migrated tritanium posterior lumbar cages (addressed in pi 3784790). While attempting to remove the two lumbar cages with an avs spacer inserter, both cages fractured and the inserter deformed intra-operatively. The fractured components of the cages were explanted, however the rest of the cages remained implanted. The cage surfaces were smoothed and decompression was successfully completed to alleviate the neurological symptoms. This report captures the first of two lumbar cages.